Event description:
It was reported that (1) hp052 was used during a colostomy closure procedure. It was reported by the rep that the cs6s had a constant tone during case. The surgeon switched handpiece and the instrument worked fine to complete the case. The replacement handpiece was a luke also. There was no consequence to pt.